Event description:
Litigation alleges the patient suffers from pain, discomfort, and popping noises. Update 3/4/2015- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, pain, corrosion on the taper, and slightly elevated metal ions. Lab results from (B)(6) 2013 indicated the metal ion levels were below 7ppb. The stem is being added and part/lot is being updated for the liner. Part/lot hasn't been provided for the femoral head. The complaint was updated on:3/24/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.